Event description:
It was reported that the IV pole stage ii was dropping and causing IV bags to tear and rip from the pole. There was no reported patient involvement or adverse consequence reported.

Manufacturer narrative:
Customer evaluated units. Service tech to replace additional units all IV poles when parts received. Results: IV pole. On (B)(4) 2012: initially submitted in error on (B)(4) 2012, as 1831750-2012-03361. This submission to issue MDR correctly as 1831750-2012-03661, (B)(6).